Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 700 mg/dl range. Reportedly, the customer experienced acute kidney damaged. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2024 with the issue resolved. Reportedly, the customer received a power source alert after plugging the pump into a wall outlet and an unexpected reset had occurred. The customer reverted to an alternate method of insulin therapy.